Event description:
It was reported that the customer had issues with the insulin pump's line. He noticed the line was pulling out of his leg when his blood glucose level was 240 mg/dl. The tubing was breaking off at the quick release. His most recent blood glucose level was 589 mg/dl. He treated his blood glucose level with the insulin pump. The product was not returned. Nothing further to report.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.